Event description:
The reporter stated that during a vaginal hysterectomy, the surgeon applied a proper double seal, consisting of two slightly overlapping side by side seals. The surgeon was taking partial jaw bites with the instrument. Upon completion of the double seal, the divider was activated to cut the tissue and the instrument locked up. It was reported that the divider had broken in two and was visible outside the jaws of the instrument. The report also stated that the surgeon tried to open the instrument jaws as he was pulling the knife blade.

Manufacturer narrative:
Date of initial report: june 18, 2007.